Manufacturer narrative:
The surgeon plans to revise the joint (see associated report # 2031049-2021-00043).

Event description:
The patient has developed heterotopic bone on the right side, which requires debridement surgery.